Manufacturer narrative:
Section e1 shortened from: (B)(6), due to character restrictions. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen became noised a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced image has snowflake screen. This issue occurred during inspection for use. There were no reports of patient harm.